Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The tissue pad was worn, partially peeled off, and torn. The probe had contact marks which indicated that the probe and the grasping section came into contact. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. Investigation was carried out by connecting an aomori olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output [inspection] appearance ¿conclusion summary¿ it is presumed that the error you pointed out, the tip of the tissue pad peeling off occurred due to the following mechanism. 1. Since ultrasonic waves were output with the grip closed (including after the tissue was cut) without gripping the tissue, the tissue pad was worn, and some peeling occurred. 2. Due to the wear of the tissue pad, the grip and the tip of the probe came into contact. 3.by continuing the output in the state of 2, a load was applied to the probe and an error occurred. In addition, contact marks were generated. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during an unspecified procedure using the subject device, an unspecified error occurred, and the tissue pad was worn. A part of the subject device was not broken off. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was worn, partially peeled off, and torn.